Event description:
An IV was started in a patient on (B)(6)2009 and the patient pulled the catheter out on the morning of (B)(6)2009 and only the hub remained. An x-ray and CT scan were performed and the catheter was never found.

Manufacturer narrative:
Results: received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the catheter was separated from the adapter. The device history could not be reviewed as the lot number is unknown. Conclusions: the engineer concluded that the partial sample returned for evaluation did not provide sufficient details to assign a definite cause of the catheter separation. The information provided by the user suggests that improper intervention by the patient may have contributed to the product failure. (B)(4).